Event description:
It was reported that pump experienced malfunction alarm with code malf 0 and there were no notable events before issue. There was no adverse impact to the customer¿s blood glucose level. Technical support guided caller through pump reset process, confirmed malfunction did not recur, advised customer to continue using pump, and instructed customer to call back if malfunction returned, which caller understood.